Event description:
The customer stated that an elevated architect intact pth result of 217.80 pg/ml was generated for a patient and did not fit the clinical history. The sample was tested using a non-abbott method and the result was 130.10 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
A quality review of complaint tracking and trending data was performed and did not identify any related adverse trends. Accuracy testing using file samples was completed to evaluate architect intact pth reagent lot 02011a000. Accuracy testing passed, and met all validity and acceptance criteria. Based on the results of this investigation, the architect intact pth reagent is performing as intended and no additional product issues were identified.